Event description:
It was reported that in 2007, the hcp planned to do a pump revision; however, intraoperatively the proximal part of the catheter was found to be kinked. A bolus was programmed and the pump was found to be working. Two weeks later, the patient became spastic again. The lioresal dose was increased from 125 mcg/day to 300 mcg/day, the patient was also given a bolus of 100 mcg. There was no change in the patient's spasticity. The pump was aspirated and 15.5 mls was removed rather than the 13.9 mls that was expected. The pump wsa replaced. See manufacturer's report number: 60000030200703805.

Manufacturer narrative:
.